Manufacturer narrative:
Other applicable components are: product ID: 37791, serial# unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for the treatment of spinal pain. It was reported that the patient had poor coupling with error code 376 on their recharger antenna for a temperature sensor failure. The patient was not charging under blankets or near an ambient heat source. When asked the patient said they usually let their implant completely deplete before recharging, and they typically recharged twice a week. It was noted the their implant site was hot when the temperature screen came up. The poor coupling was noticed when the patient reclined into position and repositioned the antenna. Repositioning the antenna over the implant helped and the patient got 6-8 bars, but the coupling was still changing. The implant was completely depleted and the patient was getting no stimulation. It was reviewed with the patient the importance of antenna placement for good coupling, that the number of bars affect recharge time, and that they had the option to turn the antenna dial or charge when the implant was on. No out of box failure was reported and no further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient reported their weight at the time of the event and confirmed that the issue of the implant site getting hot while recharging, depleted implant and no stimulation were resolved. No further complications were reported or anticipated.